Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of that data revealed noise, high ventricular pacing impedance of 928-2224 ohms, and an elevated ventricular sensing integrity counter. A high value of this counter can indicate a possible intermittency in the system. Other: it was reported the pace/sense portion of the lead was capped and replaced with a new pace/sense lead due to noise on the lead. Oversensing and multiple inappropriate shocks were also reported. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event. No conclusion can be drawn. Interference, oversensing; device remains activated, shock, inappropriate.

Event description:
It was reported the pace/sense portion of the lead was capped and replaced with a new pace/sense lead due to noise on the lead. Oversensing and multiple inappropriate shocks were also reported. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event.